Event description:
Submuscular, smooth, silicone implants, 450 cc, were implanted on (B)(6) 2014. Had 2 post-op visits with surgeon, then 3 add'l surgeon visits for breast burning / pain on (B)(6) 2015, saw specialist for tinnitus on (B)(6) 2015. Had a partial hysterectomy on (B)(6) 2016. Discovered lumps in breast on (B)(6) 2017, followed up with mammogram, ultrasound, MRI and visit with surgeon who determined they were benign based on imaging results. Nails, hair and skin have become dry, itchy and brittle. Developed sensitivity to deodorants, underarm skin is red, itchy and burns. Developed pain in neck and shoulders, headaches, joint pain. Developed nerve pain in right arm from shoulder to elbow. Dr determined it was inflammation and ordered physical therapy. Developed digestion issues and sibo. Experience fatigue, insomnia, brain fog, low libido, symptoms of autoimmune disease, shortness of breath / difficulty breathing, throat clearing, dehydration, reoccurring uti's, yeast infections, blurry vision, red and irritated eyes, and sudden blood sensitivities. FDA safety report ID# (B)(4).